Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "rupture" and "projection discomfort". Event confirmed via ultrasound. This record is for the left side. Device was explanted and replaced with a non-abbvie device.